Event description:
This event was reported as valve explanted after a few days due to tee showing heart failure; at explant, valve showed poor coaptation of one leaflet. No further information was provided.